Event description:
It was reported that patient underwent total knee arthroplasty 2004. In 2005, patient complained of pain and was revised four months later. During revision, mediolateral laxity noted when checking the stability of the components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. This report filed on february 7, 2008. Corrective action initiated to address late submission.